Manufacturer narrative:
A getinge field service engineer confirmed the issue and restored the function of the cable after an on-site treatment. The device was tested for all performances according to factory requirements, and the test results met the requirements and can be delivered to customers for use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) power extension cord could not be pulled out. No personal injury occurred.